Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Corrected: d1,d4(catalog, lot, UDI), h4.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2016 via tha. It was reported that it was confirmed the stem (p/n: 900525210) and the sleeve (p/n: 550504) fracture by x-ray when the patient visited to the hospital on (B)(6) 2019, and the patient¿s condition was unwalkable. Thus, the revision surgery was scheduled to be performed in the near future (date of surgery was not fixed yet). Possible cause: the implants in question had been placed in a little bit varus at the primary surgery. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture the surgical intervention and medical device removal.

Event description:
Additional information received confirmed that there was a 30 minute surgical delay.